Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 7254984. All inspections and challenges were performed per the applicable operations qc specifications. There were six (6) notifications noted that did not pertain to the complaint. See h10.

Event description:
It was reported when using the bd insulin syringe with the bd ultra-fine¿ needle there was insufficient cannula length and mix of product types in a pack. The following information was provided by the initial reporter. The customer stated: "there were two different sized needles in shelf carton." Verbatim: customer states: "every time she opens a 10 pack, there are different size needles, some are "short" and some are "long". Does not want to continue using the box and will send it back. She purchased 3 boxes of the same lot#.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd insulin syringe with the bd ultra-fine¿ needle there was insufficient cannula length and mix of product types in a pack. The following information was provided by the initial reporter. The customer stated: "there were two different sized needles in shelf carton." Verbatim: customer states: "every time she opens a 10 pack, there are different size needles, some are "short" and some are "long". Does not want to continue using the box and will send it back. She purchased 3 boxes of the same lot#.